Event description:
A customer returned a package labeled to contain two known complaint sample tubes and a third unidentified tube was also inside the package. The tube appeared used and was missing pieces, therefore, attempts were made to obtain info from the customer regarding any pt use or event that may have been associated with this tube. To date, the customer could not provide any info regarding this tube other than they weren't sure how many they returned and that they may have included this tube in the packaging along with the other sample.